Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the pebax had a hole with reddish material inside of it. No other damages or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. The root cause of the hole is not determined but it could have been external damage. The magnetic sensor functionality test was performed, in accordance with bwi procedures. During the test, the device was displayed correctly. A screening test was performed, and during the testing, the catheter was deflected showing high force values and the negative force vector. The resistance of the sensor was measured, and no problem was found. The tip was dissected, and the polyurethane (pu) migrated from peek housing to tip transition allowing an internal movement of the sensor wires. This issue is causing a negative force vector and high force values. The investigation suggests that the failure mode might be related to the migration of the pu from the peek housing to the proximal end. An internal action has been open to investigation was initiated to address the root cause of the force issues. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a external damage on the pebax. It was initially reported that during the radiofrequency cardiac ablation (rfca) operation, there was a problem with the force of the catheter. A second catheter was used to complete the operation. There was no patient consequence. The customer' reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 17-jan-2022, pal revealed that a visual inspection of the device found the pebax was damaged with a reddish material inside of it. This finding of external damage on the device is considered to be an MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on 17-jan-2022 and reassessed it as MDR reportable.